Event description:
It was reported that it was not possible to properly fix the trial augments in the trial tibiae. The threads of the trial appear to be cold welded. Two additional devices were found to be affected during analysis of returned devices.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.11. Additional narrative: h3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the attune rev systm hex attachmnt had the tip slightly cross-threaded. The observed condition of the device appears to be a result from exposure to unintended forces, such as overtightening, off-axis assembly or prying motions applied during repeated assembly and disassembly with its mating device. A functional test was performed with the returned mating devices, and although the attune rev systm hex attachmnt exhibited slightly cross-threaded tips, this was successfully assembled without any issues. There were no signs of looseness or difficulties observed during assembly. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rev systm hex attachmnt would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): quantity manufactured: (B)(4). Date of manufacture: 12/30/2024. Any anomalies or deviations identified in DHR: none.